Manufacturer narrative:
The tech replaced the head end brake casters to resolve the issue.

Event description:
The technician alleged that the brakes set at the head end of the bed but are not holding. No pt impact.